Event description:
It was reported that a spectrum iq infusion pump over infused "glofitamab-gxbm 2.5 mg/2.5ml IV soln" during delivery in the mil 6 hudson north. "Upon bedside shift report, registered nurse (rn) 1 and rn 2 assessed the patient's glofitamab infusion and noticed that the bag was nearing empty despite there still being two hours remaining of the 8-hour infusion". The pump was programmed correctly based on mar orders however, 0.2 micron in-line filter was not attached to the IV line and the medication was connected directly to patient's port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, over infused was not reproduced. Evaluation had the flowline run a flow test and was within specification. A review of the event history log revealed a continuous infusion was programmed with a rate of 6.2 ml, a vtbi of 50 ml, over a period of 8 hours. At 23:31 the infusion stops and the vtbi is changed to 11.2 ml and the device experienced an air in line alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information g3 and h11: g3: the initially reported date received by MFR is 06/02/2025. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported over infusion was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr. At a vtbi of 40 for a 60 run time. The delivered amount was 39.328 and the error percentage was within specification at -0.93%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information g3 and h11: g3: the initially reported date received by MFR is 06/02/2025. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported over infusion was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr. At a vtbi of 40 for a 60 run time. The delivered amount was 39.328 and the error percentage was within specification at -0.93%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.